Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances while connected to a non boston scientific device. Based on these reading the health care professional (hcp) concluded that the lead was fractured. At this time, no intervention has been performed and none is planned. Patient will be monitored until device replacement time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.